Event description:
A customer reported discordant, (B)(6) vitros hivc results from a single patient sample when tested using vitros hivc lot 0590 on a vitros 3600 immunodiagnostic system. The results were considered discordant, when compared to (B)(6) vitros hivc results obtained from an alternative sample from the patient when tested on the same vitros 3600 immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant (B)(6) vitros hivc results were obtained from a donor and it is unknown if they were reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event and the donor unit has been discarded. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).

Manufacturer narrative:
The investigation determined that discordant, (B)(6) vitros hivc results were obtained from a single patient sample when tested using vitros hivc lot 0590 on a vitros 3600 immunodiagnostic system. The results were considered discordant, when compared to (B)(6) vitros hivc results obtained from an alternative sample from the patient when tested on the same vitros 3600 immunodiagnostic system. A definitive assignable cause for the discordant (B)(6) results could not be determined with the information provided. Historical vitros hivc quality control results were within expectation, indicating that vitros hivc reagent lot 0590 was performing as expected. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hivc lot 0590. Precision testing of the vitros system was not performed, therefore it cannot be confirmed that the instrument was operating as intended at the time of the event. However, this is unlikely as all sample results are reproducible when tested. In addition, it was not possible to establish if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. (B)(4).